Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed device failure and stopped ventilating. There was no injury to said patient.

Manufacturer narrative:
The affected carina was analyzed at the manufacturer¿s medical device repair center. The reported problem could be confirmed based on the log entries. The stored error codes indicate that the device detected a deviation between the measured and set rotation speed of the motor blower. In such a case the high priority alarm "device failure !!!" Is generated as reported by the user and the ventilation stops. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified to the reported malfunction and was repaired successfully by replacing the suspected blower and motor controller pcb. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.